Manufacturer narrative:
The customer reported that while monitoring patients, the central nurses station (cns) shut down on its own. Upon start up, the cns would not move pass the loading screen and was in a continuous reboot cycle. The hard disk drive was replaced which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Defective hard drive returned.

Event description:
The customer reported that while monitoring patients, the central nurses station (cns) shut down on its own.